Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a car accident in (B)(6) 2014 and since that time they have had heating and a warm sensation in and around the implantable neurostimulator (ins) pocket site during recharging. The doctor noted that the ins had moved as a result of the auto accident and it was closer to the surface of the skin than it was before. The clinician programmer showed an average coupling of eight bars with a typical duration of charge at 1.4 hours every 11.3 days. The patient had never aborted recharging due to the temperature. No outcomes or interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that no additional actions were planned at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturer representative reported that she had discomfort around the implant site and intermittent shocking. The patient stated she had a shocking or burning sensation while being programmed. Reprogramming was done, impedance testing was within limits and an x-ray was taken. The product remained in the patient and the managing neurosurgeon was considering options.